Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/16/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient not doing well with the iol. There was no vitrectomy, incision enlargement or sutures required. Through follow-up, it was learned the patient complained of blurred, poor quality vision. The surgery was completed using a non-johnson & johnson replacement lens. No additional information was provided to johnson & johnson surgical vision.